Manufacturer narrative:
Vyaire complaint number: (B)(4). At this time, the suspect device has not been returned for evaluation. However, vyaire technical support gave troubleshooting instructions to the customer. Technical support informed customer that most of the time the problem could be related to the patient circuit or test lung, or the problem could be on the exhalation side, instructed customer to replace these parts one by one and see if the problem is corrected, if not, he may have to calibrate the exhalation flow transducer on the main pcb or perform the exhalation valve characterization. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that vela auto cycles. At this time, there is no information regarding patient involvement associated with the reported event.